Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (IFU), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately calcified and mildly tortuous. Post deployment of the xience alpine des 3.00x28 rx stent, a dissection was observed. A xience alpine 3.0x15 stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.